Event description:
It was reported by a baxter quality specialist that during evaluation of the sample in the master complaint for a system error 2240 alarm, a leak was found on the cassette at the corner seal from a split in sheeting. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported issue of leak was confirmed during the sample evaluation of the master complaint, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. A visual inspection performed with no issues noted. Leak testing was performed on all components with the following issues noted: leaking from split in sheeting at corner of cassette. Clear-passage testing was performed with no issues noted. Clamp function test was performed with no issues noted.